Event description:
It was reported that the implantable pulse generator (ipg) demonstrated an unexpected drop in battery voltage. The ipg remains in use. No patient complications have been reported as a result of this event.